Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between pump and the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and assisted with steps to pair but pump gave "device not found" message three times. No harm requiring medical intervention was reported. Product return is required for mmt-7841zn.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After 2 hours the unit was able to charge, and led is flashing properly. Unit failed to communicate and sync during rf ble test, problem was isolated to electronic assembly. In conclusion, unable to perform functional and rf/ble/downgrade/association/accuracy test due to communication anomaly. The customer complaint of communication anomaly is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.